Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a beeping from their device. The device was interrogated and the patient's right ventricular (rv) lead exhibited numerous non-sustained ventricular tachycardia episodes with non-physiological rv intervals. The lead exhibited elevated sensing integrity counter (sic), noise, unstable thresholds, no capture, high impedance, and was fractured. Detections were turned off and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was wearing a life vest.